Event description:
It was reported that the patient is experiencing knee pain, and a loose feeling in the knee caused by the device. The device locks up, and gives him "painful shocks". An arthroscopic procedure was also performed. Additionally, he states that he has received a letter stating the components in his knee were recalled. The surgeon providing a second opinion thinks his component(s) maybe too big and needs to be revised.

Manufacturer narrative:
Primary notes state femoral component had excellent fit. Full range of motion was achieved with good varus/valgus and anterior/posterior stability. Cement was placed on bony surfaces and undersurface of the implants. The knee was held in extension while cement cured. X-rays were not provided. Rehabilitation protocol and adherence thereto is unknown. It is unknown if loosening refers to a implants or to the soft tissue structure surrounding the knee. A field action was conducted on april 19, 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. Review of the device history records did not find any deviations or anomalies.